Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility reported a colleague infusion pump which delivered morphine approximately twice as fast as intended during a patient infusion in the facility's critical care unit. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.the user interface module software version of this pump is currently unknown.